Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, the impedance trend on the rv (right ventricular) pacing lead was variable, and the analysis of the device memory indicated a r-wave amplitude measurement issue. R wave amplitudes were less than 4 mv. Impedance variation from 500 ohms to 950 ohms range. Lead integrity alert (lia) warning occurred on 4-sep-2014 for 2 or more high rate - ns episodes and rv lead impedance variation.

Event description:
It was reported that lead integrity alert (lia) was triggered. There was low sensing and high threshold on the right ventricular (rv) lead. The customer suspects insulation damaged and possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).